Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error during normal use. The customer's blood glucose level was 117 mg/dl. The customer was assisted with the troubleshooting. The insulin pump was returned to the analysis.

Manufacturer narrative:
No critical pump error (open book image) alarms noted during testing. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, unit received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, scratches on keypad overlay buttons and slight corrosion in battery tube.